Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was reported the patient¿s cat had chewed on the tubing. It was reported that the patient had not been hospitalized. It was reported that the patient was treated with vancomycin (dose, route, and frequency not reported). At the time of this report, it was reported that the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.